Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: the respiratory valve leaks during normal operation of the ventilator, and the top needle of the respiratory valve cannot rebound normally hospital analysis:aging of the respiratory valve thimble. It occurred during testing. No patient involvement.